Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the jet-tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material coming out of the device was confirmed, but the type of foreign material could not be identified. The foreign material residue point was confirmed to be free from deformation and the legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. A definitive root cause was unable to be determined. The event can be detected and prevented by following the instructions for use: cf-290 series, operation manual, chapter 3 "preparation and inspection"; cf-290 series, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.